Manufacturer narrative:
694765 lead (B)(6) 2011 5076-52 lead (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four weeks after a routine device exchange the patient developed a pocket infection. The patient received antibiotic treatment and the implantable cardioverter defibrillator (ICD) and leads were explanted. During the explant procedure the physician had difficulty explanting the left ventricular (lv) lead. Despite best efforts to retract them, all fixation lobes remained deployed during actual traction/extraction. Both locking stylet and laser catheter (eventually encompassing all of lobes and lead tip) were eventually used. The patient deteriorated rapidly following removal of the lv lead, eventually requiring sternotomy due to cardiac tamponade. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.